Manufacturer narrative:
(B)(4). Add'l info from the importer report: brand name: unk avaulta. (B)(6).

Event description:
Procedure: urogynecological. According to the reporter: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced painful intercourse, mesh erosion, and continued stress incontinence. Add'l info from the importer report: associated mdrs: 1018233-2013-00078 and 1018233-2013-00276.